Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This common compute controller (ccc) surgeon side console (ssc) unit was returned for failure analysis due to a reported issue. The errors were confirmed in the system logs but could not be reproduced during testing. The unit was returned in good physical condition. It was installed, successfully programmed, and tested in a dv5 in-house golden system. No issues were observed, and no errors were triggered during startup. Multiple power cycles were performed without issue. The system was left idling for 4 hours in normal mode with no errors or failures observed. Optic light levels were checked (localhost:3030), and all values were within the expected range. Based on these tests and findings, failure analysis concluded that no fault was found with the unit. Error 31089 on the ccc ssc appears to be an intermittent issue caused by a faulty firefly fiber cable. As a precaution, the firefly fiber cable at location ff2 should be removed and replaced.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a system fault occurred at startup with a 40052 error as the site was preparing for a case. Technical support learned that the blue fiber had a blinking blue led and the site did not have a backup blue fiber. The site was instructed to power cycle the system, reseat the blue fiber, and cycle the breakers, but these actions did not resolve the issue. It was also determined that the blue fiber was attached to the wall and could not be swapped between the patient-side cart and the surgeon console, and no spare blue fiber was available. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the card cage and blue fiber pigtail to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.